Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported unable to prime. On an unspecified date, the tubing set was to be used to delivery an unspecified volume of normal saline. The customer contact reported that during priming, prior to pt use the tubing set was unable to be primed. It was reported that the nurse noted that the air eliminating filter was inverted on the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.